Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on reagent probe a to resolve the issue, no further leaks or instrument errors were observed. (B)(4).

Event description:
The customer reported their unicel dxc 600 synchron system generated suppressed (no results generated) dau (drugs of abuse) patient/quality control (qc) results, failed calibrations and instrument errors ("cartridge chemistry sample cuvette no fluid detected", "cartridge chemistry cuvette not dry before first reagent dispense"). Upon troubleshooting, the customer found the fitting on reagent probe a was loose and approximately 50ml of fluid leaked from the probe. The customer stated the fluid leak from the probe was contained to the reagent drip tray and reaction wheel cover. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.